Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incarcerated incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2017 during which the surgeon noted recurrent incarcerated incisional hernia and the small bowel attached to the mesh. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted two areas where the mesh grew/eroded into the bowel and complex adhesions. This resulted in excision of the intertwined mesh and a small bowel resection. It was reported that the patient experienced severe pain, bowel damage, bowel resection and recurrent hernias. It was reported that the patient had a previous incarcerated umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted which was captured under a separate file. No additional information was provided.